Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm activating while connected to the initial backup battery was unable to be confirmed; however, a red battery alarm activating while a new battery was connected was confirmed via evaluation at the european distribution center (edc). The returned backup battery and power module were connected to power and yellow wrench and red battery indicators activated, confirming the reported event. The issue was traced to the backup battery¿s low state of charge and the backup battery was replaced. The power module underwent functional checkout and passed without issue. The unit was returned to the customer site and the replaced backup battery was forwarded to product performance engineering (ppe) for further analysis. The forwarded battery was measured with a voltage of 0.01 vdc, which represents a depleted state. The 12v battery was connected to a test power module fixture and mock circulatory loop and red battery and yellow wrench symbols were reproduced. The battery was not able to go through a manual discharge and charge cycle. The root cause for the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed for ppm-27279 and showed no deviations from manufacturing or qa specifications. The heartmate 3 instructions for use (rev. G) section 7 instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (rev. C), section 2.0 ¿setting up the power module (pm) prior to use¿ describes how to prepare the power module for use by connecting the internal battery, attaching the power cord, and attaching the patient cable. Heartmate 3 instruction for use (rev. G) section 3 ¿powering the system¿ contains a warning: ¿do not use equipment or supplies other than those specified or sold by thoratec corporation. The use of unauthorized replacement parts may affect electromagnetic compatibility of the power module with other devices. Potential interference may occur between the power module and other devices¿. ¿power module service and maintenance should be performed only by service personnel who are trained by thoratec corporation¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had an issue with the backup battery connection. The site changed it to a new backup battery although it resulted with the same alarm with the red battery indicator on. The power module was removed from service and sent for inspection.